Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was greyed out. The technical support specialist (tss) dialed into the server, verified the order identifier and identified that one of the medicines was not listed in the facility formulary. The tss confirmed that the issue was due to medicine ID sent from the cerner and customer required to work with the cerner to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient order was grayed out. When the user pushed the greyed-out button the station shown message as 'not in facility formulary'. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient order was grayed out. When the user pushed the greyed-out button the station shown message as 'not in facility formulary'. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.